Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during sample evaluation. One defective sample and one retention sample were analyzed at the plant for evaluation. No defect was observed during visual inspection. Both samples have been analyzed with pull test and pressure leakage test. As a result of leakage test, no air leaks have been observed; however as a result of pull test, pvc tubing, flash tube, symmetric adaptor have got separated from each other. No other test was performed. In process and final physical controls were reviewed and no items were identified that could have caused or contributed to the complaint. It was determined that the event is due to supplier quality and is attributed to the flash tube. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
A nurse of the facility reported to baxter (B)(4) of a v-34 plastik klempli basic solution sets in which the pvc tube and symmetrical adaptor separated from the flash tube. This condition was observed during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. This is a product not distributed in the us and does not have a 510k number. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.